Manufacturer narrative:
Product analysis: (B)(4). Analysis information -- 2019-07-10 09:41:17 cst pli# 10 product ID# 37712 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge{s}. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was unable to charge their system and had no stimulation. It was reported that this had happened once in the past. The ins was overdischarged and the patient had their device reset. The patient didn¿t remember when it occurred. Additional information received from a healthcare provider (hcp). It was reported that the patient's ins was replaced due to normal battery depletion. The ins was returned for archive/storage. The patient's status after device removal was "recovered without sequela". No further complications reported.